Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer was unable to confirm that the two samples were from the same patient. Calibration and qc data was requested, but not provided by the customer. The customer was requested to run a phyt precision test and correlation test between plasma/serum samples, but the customer has been unwilling to provide the requested info. The root cause of the event is unknown.

Event description:
A customer observed discrepant phyt results between serum and plasma samples from a pt on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.